Event description:
Medtronic received information regarding a guidance system. It was reported that the robot arm was [medial] to point. Additional inf ormation was not provided. Additional information received from a manufacturer representative reported the procedure was a spinal procedure to address scoliosis. The entry point was medial to the plan by 4-7 mm. The guidance system was aborted, and freehand was used to complete the procedure. In addition, error 10250, gains lost on driver 4, appeared, while the surgical system was being placed back to storage. There was no patient harm reported. Additional information was received. It was reported that there was no surgical delay.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the robot bootup as expected with no error. A calibration was performed. The system also passed all applicable system testing. No technical reason was found and the robot was accurate in all positions. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-03, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.